Manufacturer narrative:
H6: the device was further evaluated by ventec, where the reported issues of it displaying the patient circuit disconnect alarm and delivering low vte (exhaled tidal volume) were confirmed. Ventec replaced the internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the reported issue to be the ift.

Event description:
During it was reported that the device needed service. Upon evaluation of the device, ventec observed that it was displaying the patient circuit disconnect alarm and was delivering low vte (exhaled tidal volume). There were no reports of patient use associated with the reported issues.